Event description:
It was reported during knee arthroplasty that the articular surface was unable to be seated on the tibial tray. Another articular surface was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.